Event description:
Additional information from the rep indicated that they have educated the patient on the device return process if he chooses to get it explanted. The patient confirmed they understood. Patient reports they will inform the manufacturer of explant date and return status when scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient described sharp, shooting pains into the pelvic region, which were attributed to the use of group b programming following the last reprogramming session. The pain was severe enough to require an emergency room visit. The patient experienced a lack of expected pain relief since the implant. Ongoing pain persisted but improved after the device was turned off. The patient is planning to have the device explanted due to lack of efficacy and adverse pain. The patient was instructed to contact the implanting provider and/or pain management team. The manufacturer representative (rep) indicated they would send any further information as they become aware.